Manufacturer narrative:
(B)(4). Concomitant medical products: item number 20103605, item name g7 longevity neutral 36mme, lot # 65055382; item number 110010244, item name g7 osseoti 3 hole shell52mm e, lot # 65048702; item number 650-0661, item name delta ceramic fem hd36/0mm ,lot # 3063464; item number 51-107100, item name tprlc 133 mp type1 pps ho10.0, lot # 6720772. The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported as the surgeon went to use the femoral impactor he noticed it was cracked. As he touched the tip of the impactor, it fell off. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2021 - 03262

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0001825034 - 2021 - 03262

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
No further event information available at the time of this report.